Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that 1st degree atrioventricular (av) block occurred. The patient was enrolled into the (B)(6) study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty (bav). No conduction disturbances were noted post bav. The aortic valve was treated with deployment of a 25 mm lotus edge valve. Five (5) days post index procedure, the patient developed 1st degree av block.